Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.according to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation.an analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes.in this case, the exact cause of the cardiac arrest and stroke cannot be confirmed. However, in addition to the procedure itself, the patient¿s underlying heart disease may have contributed to the events, as well as the patient¿s sex (female), age ((B)(6)), current smoker status, and aortic root calcification could have been contributing factors in the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the sapien valve was deployed too ventricular, resulting in central aortic insufficiency (cai). During deployment the ascendra delivery system balloon came into contact with the patient's stj, which was heavily calcified. This caused the valve to be pushed down into the lvot (80:20 ventricular), which caused the patient to have considerable cai. The patient¿s blood pressure dropped and she was placed on bypass. A second valve was prepped and placed 50% higher than the first. The patient soon after became stable came off pump and was closed in the normal fashion. The patient had moderate native valve/leaflet calcification, and moderate aortic root calcification. During investigation and review of patient records, it was noted that the patient suffered a prolonged cardiac arrest requiring 30 minutes of CPR intra-operatively, with suspected anoxic brain injury. The patient was found to have persistent altered mental status post procedure, was poorly responsive and required medical ventilation. A peri-procedural stroke was diagnosed. The patient continued to deteriorate, was dnr, and subsequently expired 5 days post procedure.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the sapien valve was deployed too ventricular, resulting in central aortic insufficiency (cai). During deployment the ascendra delivery system balloon came into contact with the patients stj, which was heavily calcified. This caused the valve to be pushed down into the lvot (80:20 ventricular), which caused the patient to have considerable cai. The patient¿s blood pressure dropped and she was placed on bypass. A second valve was prepped and placed 50% higher than the first. The patient soon after became stable came off pump and was closed in the normal fashion. The patient had moderate native valve/leaflet calcification, and moderate aortic root calcification.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and regurgitation requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause was indicated as the delivery balloon coming in contact with the patient¿s small and calcified stj, which forced the delivery system and balloon ventricular. The malposition of the valve resulted in the central aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.